Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily. However, on (B)(6) 2023 the patient¿s peritoneal effluent fluid culture returned positive for yeast, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2023. The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd therapy until the peritonitis clears. The patient was discharged on (B)(6) 2023 and began outpatient hd on (B)(6) 2023 without reported issue. The patient is recovering from the events and will receive the remaining antibiotic doses intravenously during hd. The patient resides at a skilled nursing facility and has reported witnessing multiple breaches in aseptic techniques (e.g., lack of ppe, handwashing), while the clinical staff was performing the patient's ccpd causing the peritonitis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily. However, on (B)(6) 2023 the patient¿s peritoneal effluent fluid culture returned positive for yeast, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2023. The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd therapy until the peritonitis clears. The patient was discharged on (B)(6) 2023 and began outpatient hd on (B)(6) 2023 without reported issue. The patient is recovering from the events and will receive the remaining antibiotic doses intravenously during hd. The patient resides at a skilled nursing facility and has reported witnessing multiple breaches in aseptic techniques (e.g., lack of ppe, handwashing), while the clinical staff was performing the patient's ccpd causing the peritonitis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of fungal peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization, antibiotic therapy, and the patient¿s temporary transition to hd for rrt. The pdrn reported the patient¿s adverse events were unrelated to any fresenius device(s) and/or product(s). Causality was attributed to the clinical staff at the patient¿s residence, breaking aseptic technique (e.g., lack of ppe, handwashing) while they were performing his ccpd therapy. Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the patient¿s pd catheter. Based on the information available, the patient¿s liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.